Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.